Event description:
It was reported that after the patient (who was implanted with new artificial urethral sphincter on (B)(6) 2020) was discharged from the facility, pain was felt in the lower abdomen when the patient was drying laundry at home. The patient visited the facility. When the physician, the attending physician, performed medical examination, it was confirmed that there was bleeding from the lower abdominal wall artery and that blood existed around the balloon. There were no signs of infection, and currently, the patient is resting. According to the physician it is necessary to change the placement position of the balloon, and reoperation will be performed on (B)(6) 2020. Additional information received indicated there was a hematoma that was removed and thermostatics was performed using an electric scalpel against bleeding. The reoperation was successful. The patent's condition was stable. A balloon had been placed under the fascia and between the posterior patent's sheath lobes. The space was narrow and the balloon had been compressed in the abdomen. The balloon was successfully moved into the deep part of the back of the posterior lobe, in front of the retroperitoneum. The patient began to experience lower abdominal pain on (B)(6) 2020. The physician indicated his opinion of the cause of the bleeding was due to the patient being a very active person, who walks for 2 hours even after implant surgery. The cause of this bleeding is suspected that pressure on the lower abdominal wall artery when abdominal pressure was applied during drying the laundry and it caused bleeding. The balloon was in a narrow space and was collapsed, but it was unknown how much it affected the lower abdominal wall artery.